Event description:
Upon the introduction of the laparoscopic tissue retrieval system, ref# emp110eco-r-10 it was noted by the surgical team that portion of the bag at the entrance of the introducer ripped. It was retained by the team.